Event description:
The date of the event is estimated: the surgeon reported that he had a patient that underwent a total knee arthroplasty procedure in which 2-0 quill srs suture was used for closure of the intermediate layer. An unknown product was used for capsular closure and staples for skin closure. The patient experienced a wound dehiscence three (3) days post-operative and had to be taken back to the operating room for re-closure.

Manufacturer narrative:
It is unknown what products were used to close the capsular or superficial layers. The item and lot number for the product used by this physician was not disclosed. There were no samples returned for evaluation. Method: the device was not returned for evaluation. The model number and lot number were reported as unknown. Furthermore, a review of the device history record could not be performed without the item/lotcode information. Results: the device was not returned for evaluation. No product evaluation can be performed. (B)(4). Unk item #, quill srs, 2-0 pdo, lot #unk.